Manufacturer narrative:
The analysis of the wire reveals what appears to be the inner component of the catheter still attached to the wire. The inner component of the catheter is attached at approximately 111 cm measuring from the proximal end of the wire. The ptfe jacket is torn and corrugated, exposing the core wire at approximately 122 cm from the proximal end of the wire. Dissection of the piece of catheter still attached to the wire reveals corrugated sheath underneath. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2006 (female patient; age and weight are unknown). According to the complainant, the guidewire appeared to be frayed and as a result, the stent could not pass over. No part of the device detached inside of the patient. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.